Manufacturer narrative:
This report is being submitted to relay additional and corrected information. The following sections are being reported: it was reported that the abutment loosened from the implant due to lack of friction fit, and patient swallowed it accidentally. There was no report of patient injury. Expiration date: aug 2, 2023, date received by manufacturer: 07 may 2019, type of report: follow up, type of reportable event: malfunction, if follow up, what type?: additional information, device evaluation, device manufacture date: aug 31, 2018, event problem and evaluation codes: correction: device cod, method, results, conclusion codes. The reported device was not returned for evaluation as it was ingested by the patient. The reported condition of an abutment that loosened from the implant due to lack of friction fit was not confirmed. A device history record (DHR) review was completed for the reported device lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was performed for the reported device lot number for similar events and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the abutment loosened from the implant due to lack of friction fit, and patient swallowed it accidentally. There was no report of patient injury.

Manufacturer narrative:
(B)(4). Additional 510k number: k013227. The device will not be returned for analysis as it was not returned by the patient; however, an investigation of the reported event will be completed. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Device not returned.

Event description:
It was reported that the abutment loosened from the implant due to lack of friction fit, and patient swallowed it accidentally.